Manufacturer narrative:
Date of event: event date year valid only (2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it took too long to charge. The patient reported that they charged at the same time every day. The patient stated when they first got the device they had to charge their ins for about an hour. They noticed that now, some days, they needed to charge for 7-8 hours. Other days it would take 20 minutes to charge. The patient stated they would check the device and the ins battery level would be at 100% for 3 or 4 days in a row. The patient never turns the stimulator off except to pass thru security at the probation office every few months. The patient stated that they got 6-8 coupling bars when they charged. During the call the patient confirmed they had 6 coupling boxes. The recharger antenna had a couple of scratches, but the recharger did not seem damaged. No symptoms were reported. No further complications were reported or anticipated.